Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the old version main was switch stuck in the on position, faulty dp board which was causing a missing red color on the comp out and yc images. The software version was recommended to be updated to a newer version. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, power switch cannot be turned off. The power button gets pushed in all the way and gets stuck on the evis exera iii video system center. During the inspection of the returned device, the power switch cannot be pushed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power switch being stuck could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. The reported device was produced before the power switch design change was made. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.